Event description:
Dealer alleges the head motor constantly runs even when pendant is not being pushed. To get motor to stop, unit has to be unplugged. When plugged back in the head section goes up on its own. End user is able to use the hand crank to lower. Dealer calling is the driver and will call back with more information pertaining to the model and serial number. Bed is a bariatric model purchased in 2010. The end user called in to say that the dealer told her to call invacare and troubleshoot. I advised her that is not possible due to liability reasons and the dealer will have to call in. I did check with a technician kl and was told same thing. Motors would have to be swapped out to see if problem is in the control box. And dealer will have to call in. Caller set phone down or hung up because no one would come back to phone.